Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed the touch screen was misaligned. The cycler underwent and passed a hipot test, patient hipot test, safety analyzer test, and a voltage check. The simulated treatment post-accelerated stress test 2 hour and 15 minute 8500 ml test passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the patient saw sparks come out of the back of the liberty select cycler where the power cord plugs in when the patient started the cycler before their peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. There was no burning smell, smoke, spark, flame, or arcing. There was no damage to the plug or any other component damage. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is scheduled to be returned to the manufacturer and a replacement cycler was provided and received.

Event description:
It was reported that the patient saw sparks come out of the back of the liberty select cycler where the power cord plugs in when the patient started the cycler before their peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. There was no burning smell, smoke, spark, flame, or arcing. There was no damage to the plug or any other component damage. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is scheduled to be returned to the manufacturer and a replacement cycler was provided and received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.